Event description:
It was reported that the patient passed away on (B)(6) 2022. The cause of death was unknown, and it was not provided whether the outcome was device or therapy related. The patient's course was complicated by ischemic gut requiring laparotomy and subtotal colectomy.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate 3 lvas (B)(4) could not be conclusively determined through this evaluation. Additional information revealed that the patient¿s course was complicated after a st-elevated myocardial infarction (stemi) cardiogenic shock which required venoarterial (va) extracorporeal membrane oxygenation (ECMO)and a mechanical circulatory system (mcs). It was also complicated by ischemic gut which required laparotomy and a subtotal colectomy. The patient¿s progress was not compatible with survival. The device performed as expected, and will not be returned for evaluation. The relevant sections of the device history records (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 31-jan-2022. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.